Event description:
User experienced fifteen pt samples with discrepant sodium and bicarbonate results. The following pt example was provided. Initial bicarbonate result gave 18 mmol/l; repeat gave 23 mmol/l. Only one original result was released early, but user indicated the difference between the original and rerun results were not big enough to cause harm to the pt. No info provided to determine which pt result was reported. No pts were adversely affected. The field service representative was unable to determine the cause. Performance tests performed and within specification.